Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. H3: device evaluation - lens was returned in microcentrifuge vial dry. Visual inspection found optic and haptic deformed. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. At a later date the lens was exchanged and the problem resolved. Cause of the event was reported as unknown. A work order search found no similar complaint types.

Manufacturer narrative:
Claim # (B)(4).